Event description:
Reported that a clinical trial patient experienced an event of atrial fibrillation with rvr on EKG, 1 day post implant of the edwards aortic valve. The event was treated with antiarrhythmic medication (amiodarone), and was eventually resolved. No information of a device malfunction, as it remains implanted.

Manufacturer narrative:
Method: device remains implanted, will not be returned. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Atrial fibrillation is a common arrhythmia in patients either undergoing heart surgery or after heart surgery. It has many causes and may reduce cardiac output by 20-25%. If persistent, it will require anticoagulation therapy. Although a well-recognized complication of heart surgery, it is typically not related to the device but rather to the procedure. The patient was treated with antiarrhythmic medication and event resolved. There has been no information to suggest a device malfunction or quality deficiency that may have caused or contributed to this event.